Event description:
The tip of the device broke 4cm from the distal tip while inside the microcatheter. The physician reported encountering no resistance during the use of the device. The microcatheter and the device were removed as one unit from the patient and the tip was successfully recovered. There was no clinical consequence to the patient.

Event description:
The tip of the device broke 4cm from the distal tip while inside the microcatheter. The physician reported encountering no resistance during the use of the device. The microcatheter and the device were removed as one unit from the patient and the tip was successfully recovered. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. Although the exact cause of the reported event cannot be determined, based on the information provided the most likely cause is operational context.

Manufacturer narrative:
(B)(4).